Event description:
Nellcor puritan bennett rec'd a call on 01/13/1999. Source called to report the following problem: stop cycle with all leds on and constant single tone alarm. Found at bench testing.